Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences.

Event description:
It was reported occlusion alarms occurred. The customer's blood glucose leve read "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. The customer changed supplies and resumed insulin therapy. Reportedly, the customer was using fiasp brand insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.